Manufacturer narrative:
The pump was returned to animas and evaluated. The pump download verified a sudden battery voltage drop on (B)(4) 2011 that triggered a low and replace battery alarm. The pump history verified the user installed a new battery after the alarm occurred and continued using pump until (B)(6) 2011 with no additional alarms or battery voltage discrepancies. The pump was exercised for 24 hours on a 1 unit per hour basal program and no alarms or overheating was duplicated. Pump electrical current draws were tested and found to be within specification. No evidence of battery compartment damage or moisture ingress was observed. The pump cover was removed to inspect internal battery connections and internal pcb components. No defects were found. The sudden battery voltage drop was observed in the pump history, but could not be duplicated.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that the pump felt hot after the pump battery was changed. The patient denied that the pump battery felt hot. The patient denied that her skin was burned because of the alleged issue. Based on the information provided, this complaint is being reported due to the allegation that the pump felt hot to touch. There is no evidence; however, that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the alleged issue.